Manufacturer narrative:
There is no indication the access accutni device was returned for evaluation. Service was not dispatched as the customer did not question system performance. A definitive cause of the event could not be determined with the available information.

Event description:
The customer reported discrepant troponin I (access accutni) results, for four patients, involving the access accutni assay used in conjunction with the unicel dxc 600i synchron access clinical system. One of the original results was released out of the laboratory and an amended report was issued. There was no report of patient injury or change in patient treatment associated with this event. Subsequent triplicate results, from the alternate unicel dxc 600i system, were reported to the hospital. All patient samples were collected in lithium heparin plasma separator tubes and centrifuged at 3,400 rpm (rotations per minute) for ten minutes at room temperature, within one hour of collection. No sample integrity issues were noted. All system parameters (including quality control, calibrations, and system checks) were performing within the assay and instrument specifications prior to and at the time of the event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.